Event description:
A representative reported that they were assisting in the operating room with a pump replacement due to normal battery end of service. They stated the physician was barely able to aspirate the catheter of drug, and the pump was not primed on the back table. They were wondering how much of a bolus the patient would get if they primed the total tube volume. The total catheter volume was 0.196 ml and the concentration of morphine was 20 mg/ml, which estimated a potential 3.92 mg bolus. The doctor tried numerous times (catheter access port access, tuberculin syringe to catheter, and they even cut off the pump connector and attached a syringe to the catheter and got very little aspirate). The doctor put a pump connector on. The doctor was not concerned about the catheter and not being able to aspirate. They stated the doctor wanted to perform a priming bolus, and they were not worried about the bolus amount. The medication infused was morphine. It was later reported that the patient was doing well post-op. No further information as obtained, and it was unknown if the priming bolus was performed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10896r43, implanted: (B)(6) 2002, product type: catheter. (B)(4).